Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was implanted but had to be repositioned several times. It was noted that measurements were not obtained and finally the lead was removed and discarded. A new lead was used. No adverse patient effects were reported.